Event description:
It was reported that high capture threshold and decreased sensing amplitude were observed. The pace/sensing portion was capped and replaced. Defib portion of the lead remains active. No adverse consequences to the patient.

Manufacturer narrative:
.